Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s grandmother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 475 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer¿s grandmother stated that the customer was getting ready to deliver a bolus with their replace insulin pump when customer received an insulin flow blocked alarm. The insulin pump will not be returned for analysis.